Manufacturer narrative:
Product event summary: it was confirmed that the analyzer would not communicate with a programmer. The analyzer failed multiple incoming tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of communication with the analyzer during use. The analyzer was tested in different programmers with the same result. The analyzer has been returned to service. No patient complications have been reported as a result of this event.